Event description:
A report was received that the patient was having pain at the ipg site. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Model #: sc-1110-02 (sn: (B)(4)): device evaluation indicated that the ac/dc current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue because of faulty insulation. The device was manufactured in 2009. The device passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient was having pain at the ipg site. The patient underwent an ipg explant procedure.